Event description:
It was reported that the patient noticed a decrease in vision 27 days post implant. Z formation of lens was noticed 15 weeks post implant (inferior haptic vaulted anteriorly). The doctor indicated that the patient will undergo yag to try to correct lens vaulting. This report pertains to the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.